Manufacturer narrative:
Suspect device received on april 20, 2021. Device evaluation completed on april 25, 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 295cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturing record evaluation was performed for the finished device 7726583 number, and no non-conformances were identified. Per document received with the device, the lot number is 7726583. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker¿s grade iii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast augmentation with a 295cc mentor memorygel breast implant experienced right sided baker¿s grade iii capsular contracture post procedure. The capsular contracture was diagnosed by a physician. As a result, the device was replaced with a cat#: smpx-295, sn#: (B)(4) prosthesis on (B)(6) 2021.